Manufacturer narrative:
(B)(4). Implant remains implanted and the screw location is unknown : see h10

Event description:
It was reported that the unknown zimmer healing cap became stuck in the integrated zimmer implant. The doctor was able to remove the healing cap and the implant remains implanted.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.